Event description:
The complaint reported that a vaxcel implantable port had been therapeutically implanted in a (B)(6) female patient on (B)(6) 2006. On (B)(6) 2007, when flushing the port, the patient experienced pain. A "dye study" was performed. An obvious leak was identified. The physician reported the following: "the patient was ok and there was no adverse effect. It failed and that was that. I suspect it was a result of it being tunneled over the scm (supraclavicular muscle) muscle and the repeat trauma that it incurred with every heart beat." The device was removed and another port was successfully implanted in the patient.

Manufacturer narrative:
(B)(4). This device has been received by this MFR, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specification. The (B)(4) 2007 15-month ports valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).